Event description:
It was reported that "during a gallbladder removal via cholecystectomy , the clip inserted on the cystic artery did not hold (slides off despite being closed) and an hemostasis had to be done due to the continuous bleeding and a second clip was placed. No clinical consequences for the patient".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a gallbladder removal via cholecystectomy , the clip inserted on the cystic artery did not hold (slides off despite being closed) and an hemostasis had to be done due to the continuous bleeding and a second clip was placed. No clinical consequences for the patient".